Event description:
A nurse reported the infusion cannula would not snap into the trocar. It was reported that this has happened twice before. The nurse noted the surgeon is very experienced and uses these devices regularly w/o issue. The procedure was completed by the surgeon holding the cannula in place. There was no pt impact reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).